Event description:
Pseudotumour, raised metal ion. Revision to hybrid exeter tritanium. Wide excision of pseudotumour. Primary hip done at lgh by another surgeon. Cup inclination always high

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Pseudotumour, raised metal ion. Revision to hybrid exeter tritanium. Wide excision of pseudotumour. Primary hip done at (B)(6) by another surgeon. Cup inclination always high. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Patient x-rays and medical records were received and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.